Event description:
It was reported that the implantable pulse generator (ipg) rate histograms were not recorded and as a result, the pacing rate was not shown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.